Manufacturer narrative:
No product is being returned.(B)(4)

Event description:
Calaxo claim form received from legal. Ifum update confirmed a post op condition with two calaxo screws. (B)(6) 2006 initial rt. Knee acl reconstruction; (B)(6) 2007 pain at tibial tunnel; bump that is uncomfortable; (B)(6) 2007 post rt knee exostectomy; removal portion of interference screw; chronic inflammation.